Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).

Manufacturer narrative:
Correction: emdr (B)(4) was assigned the incorrect manufacturer report # (2521625-2011-00002). Issue occurred when the mfg site registration number was chosen. The field scrolled forward and the incorrect mfg site registration number (B)(4) was submitted. The correct emdr has been submitted under (B)(4) mfg site registration number 225005-2011-00221.

Event description:
Customer reported that a patient sample later confirmed to have an anti-e did not react with vs467. According to customer, patient sample was first tested on (B)(6) 2011 using 0.8% selectogen lot # vs467 with a negative result. The patient was not transfused. On (B)(6) 2011 another sample was drawn from the patient. An antibody screen was performed and cell ii was weakly positive. Customer then performed additional testing and anti-e was identified.